Event description:
Patient reported a right side rupture by ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a4, a5, b5, g2, h4, h6.

Event description:
Patient reported a right side rupture by ultrasound. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and discarded.